Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion, occlusion, prime, no delivery and motor tests. No excessive "no delivery" alarm, ram test failed alarm or motor error alarm noted. The insulin pump had scratched lcd window. (B)(4).

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer reported that they received a no delivery alarm and motor error alarm. The customer's blood glucose was 48 mg/dl at the time of call. The customer's blood glucose was 128 mg/dl at the end of call. The customer declined to troubleshoot for the low blood glucose. The customer's mother stated that they treated the low blood glucose with glucose tablets and food. The customer stated that they were able to rewind the insulin pump. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.